Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 15-dec-2017 with the following findings: a review of the black box indicated that the data from the event date was unavailable for review due to continued pump use. The available black box data showed multiple loss of prime warnings with low non-zero force. During testing, the pump successfully completed the 24 hour duration test without issue or loss of prime warnings. The force sensor calibration was found to be within required specification. The original complaint of a loss of prime issue was noted in the pump history but unable to be duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a prime (loss of prime) issue. This complaint is being reported because the issue may result in a long-term cessation of insulin delivery if the user is unable to resolve the alarm. There was no indication that the product caused or contributed to an adverse event.